Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and pump damage. The customer¿s blood glucose was 152 mg/dl at the time of incident. Customer stated that the insulin pump buttons do not always work. The customer states reservoir compartment does not lock into place. The customer was assisted with trouble shooting cosmetic damage. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device was received with intermittent button response due to flattened up arrow button dome switch (no creased). Inspected lcd connector and no unlocked connector noted, however device passed the operating currents measurement, self test, unexpected restart error test and displacement test. No unexpected bad battery alarm or failed battery alarm anomaly noted. No unexpected rattling or crunching in battery compartment noted. Device had cracked battery tube threads and broken reservoir tube lip, however test reservoir able to lock into place properly.